Event description:
The user facility reported the washer was leaking water onto the floor. The leak filled the decontamination room (6 x 10 feet) with about 1 inch of water. No injuries were reported. No procedures were delayed or cancelled.

Manufacturer narrative:
A steris service technician inspected the unit, and found water coming through the washer hepa filter. The technician determined the water originated from a deteriorated condenser that had collapsed. The washer was installed in 2002, and is not under steris service contract. The technician quoted repair costs for replacement of the condenser to the customer. The customer declined repair due to the age of the unit, and decommissioned the washer.